Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy pacemaker (crt-p) had experienced a syncopal episode and was admitted to the hospital. Review of the system indicated loss of capture on the right ventricular (rv) channel with asystole of greater than ten seconds. Intermittent pacing impedance spikes between 1100 and 1300 ohms were observed as well on the rv and left ventricular channels. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.